Event description:
During a laparoscopic cholecystectomy the outer gaskets on the trocars tore and were leaking pneumoperitoneum, this happened with four 355lds and one 512b trocars. Three of the 355lds were from a kit. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based on the visual examination it was confirmed that the outer gasket was torn. No conclusion could be reached as to how the outer gasket was torn.